Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer will use current pump for insulin deliveries. Customer's blood glucose was 313 mg/dl.